Manufacturer narrative:
The lens was returned in the nozzle of a cartridge. An inadequate amount of viscoelastic is observed. The lens is in an acceptable position for advancement. The cartridge shows no evidence of a lens delivery. A second used cartridge was also returned. The cartridge has been placed into a handpiece. The tip is damaged. The iol and cartridge product history records were reviewed and the documentation indicated the products met release criteria. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the events. The returned lens is still in the cartridge and could not have been implanted and explanted. It is unknown if the returned products are for this complaint. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facilities representative reported by reply card that during an intraocular lens (iol) implant procedure, the vitreous came forward, a different lens was needed, a stitch and cholinergic agent was used to complete the procedure. Additional information has been requested.